Event description:
It was reported that customer experienced repeated cartridge change errors after receiving incorrect cartridge replacement, and error occurred immediately each time a cartridge was inserted, including with two different cartridges. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated replacement with a new pump while awaiting returned device inspection; no additional information was received regarding the final outcome of the event.